Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, belt/monitor unusable) has been confirmed. Upon investigation the monitor displayed service code 204 when the electrode belt was plugged in. The cause for the service code was isolated to a shorted u409 component. The root cause for the defective u409 component could not be positively identified. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105) has been confirmed. Upon investigation the monitor displayed a service code 105. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q17. The root cause for the shorted transistors could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying service code 105 and service code 204.